Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set tubing detachment from cannula event on (B)(6) 2024. No further information available.

Manufacturer narrative:
(B)(6).